Event description:
It was reported that during an extraction procedure, the drill overheated and began to smoke near where the handpiece cord attaches. There was no pt or user injury, and the case was then completed successfully with another device and cord.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the investigation details, the reported condition could not be duplicated due to the handpiece not recognized and unable to run. Some components were corroded in the motor, and the nose cone, bearing stop, and bearings were replaced. Service did a clean lube, and adjust to the device, and it was returned to the customer.